Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that emergency medical service was dispatched as a result of low blood glucose. The customer low blood glucose level was 40 mg/dl. Customer other blood glucose value was 117 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food and glucose tablet. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer report they did not allege insulin pump was over delivering. Customer had over 500 mg/dl blood glucose after the meal. Customer treated with manual shot. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.